Manufacturer narrative:
(B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a red fault alarm after the hospital staff member inserted a second onboard battery into the driver. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a red fault alarm after the hospital staff member inserted a second onboard battery into the driver. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's internal components revealed the secondary motor was in the top dead center (tdc) position, which indicated that the driver was operating on the secondary motor circuit. The secondary motor is set to bottom dead center (bdc) position per, syncardia's freedom driver position sensor adjustment procedure, during driver servicing/manufacturing. The electronic record revealed a "secondary motor voltage too high" fault code, which is the alarm experienced by the customer. This was confirmed by the observation of the secondary motor in the tdc position. There was also a "tdc timeout" fault code that occurred during power cycling of the driver when it was not supporting a patient and is reflective of a momentary lack of movement of the piston and cylinder assembly. The freedom driver in as received condition passed all test requirements, which included insertion and removal of both onboard batteries, while operating on the primary motor with no anomalies or unintended alarms. The driver was also tested on the secondary motor and exhibited an alarm as expected. Despite the fault alarm, the driver passed all test requirements including insertion and removal of both onboard batteries with no anomalies. Although the customer experience was not reproduced, the customer-reported fault alarm was induced as a result of operation of the secondary motor. Although there was a fault alarm, there was no evidence of a device malfunction. The secondary motor positioned out of bdc is likely a result of an impact shock the driver. Despite the customer-reported issue, risk to a patient was low because the driver was not supporting a patient at the time of the customer experience. The driver would not have been prevented from performing its life-sustaining-functions. The driver was serviced, which included the replacement of the piston and cylinder assembly (pca) and motor/gearbox assemblies, as a precautionary measure, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.